Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 82 mg/dl. The display return after troubleshooting. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.